Event description:
Diagnosed with infiltrating triple negative breast cancer. I had a contralateral mastectomy at (B)(6). I had to remove the allergan natrelle 410 fx implants due to constant problems like seroma and fluid movement of the implant, nerve pain and more. I¿m shocked that my doctor at a major cancer center would use them on someone who had pre-existing autoimmune disorders. He conveniently no longer uses them in his practice now. But in 2015-2016, I trusted this cancer center with the type of implant, size, shape etc; and they should know better. Shame on them and the FDA of course allergan for lying to us about a 10 year study that only followed the women for a few years. I have tested negative for bia-alcl. I have had 2 pathology tests performed. One on the seroma fluid and again when I had them removed the end of 2018. I had to go through a total of 4 surgeries from mastectomy to implant exchange to a revision with fat grafting to the capsulectomy and exchange of textured implant to a mentor smooth. I am not a candidate for tissue flap surgery due to autoimmune and size. The implants I have now are a mentor silicone and they are night and day difference than those awful heavy texture cancer causing allergan implants. What women who have gone through breast cancer want to worry about is an additional cancer in her life due to these FDA approved textured implant? Remove these implants because I'm sure the lawsuits are coming.